Event description:
Boston scientific received information that during a revision procedure, this right atrial lead was observed to have migrated. The physician elected to explant and replace the lead. No adverse patient effects were reported during the procedure. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead in these areas. The values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.